Manufacturer narrative:
The device was not returned for evaluation and no imagery was provided for review. The reported event was unable to be confirmed due to no imagery or device provided. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As per follow-up with field clinical specialist, the diameter of the femoral was 5.4mm. 14f esheath is indicated for vessels greater than 5.5mm. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.in addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue.as such, available information suggests that patient factors (undersized vessel) may have contributed to the reported event. In addition, per medical opinion from the facility, the root cause of the event was the small diameter of the femoral artery (5.4mm), and the dissection might have occurred during the first attempt to push the valve outside the esheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, it was not possible to advance the commander delivery system and crimped valve through the esheath. The entire system was removed together. A second 23mm sapien 3 ultra kit was opened and prepared. Despite the resistance found during the second attempt, the 23mm sapien 3 ultra valve was successfully implanted. The push force was huge due to the small diameter of the femoral artery. When closing, it was found a small dissection at the ilio-femoral artery which was remedy ballooning the vessel. Patient outcome was good. As per medical opinion, the dissection might have occurred during the first attempt to push the valve outside the esheath.

Manufacturer narrative:
Investigation is underway.